Manufacturer narrative:
The investigation into the thrombus and the low pump flow issues has been completed. The device was not returned for benchtop investigation. Data logs show low flow from the beginning of the case with suction conditions while running at p-level 9. The total case run time was 8 minutes. A motor current spike was reported while pump was running on a steady p-level. According to clinical reports, the doctor also noted an lv thrombus. The cause of the low flow issue was most likely biomaterial, based on given clinical details and data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 50-year-old female with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the time flows were <1lpm and the motor current was flat. The physician noted signs of a clot ingestion were apparent. The physician made the decision to exchange the cp and reinsert a new cp. There was no patient harm.